Event description:
During an electrosurgical procedure (laproscopic assisted vaginal hysterectomy), the surgeon accidentally grasped a portion of the bowel, causing a blanching of the bowel tissue. General surgeon called to suture the blanched bowel. No extended hospital stay for pt associated with event.